Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device from the collected information. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the air-feeding function - inspection of the objective lens cleaning function user may be able to reduce / prevent occurrence of the suggested event by handling device in accordance with IFU. Precleaning the endoscope and accessories - flush the air/water channel with water and air" olympus will continue to monitor field performance for this device.

Event description:
Olympus representative reported on behalf of customer, the evis lucera elite gastrointestinal videoscope exhibited a blocked channel (no flow). This issue was observed during maintenance. The device was returned, and an evaluation revealed presence of foreign material protruding from the air/water nozzle. There were no reports of patient harm or impact associated with the event. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. The device evaluation revealed foreign debris -appeared to be a white plastic like material - was found protruding from the air/water nozzle. A comprehensive leakage check was completed, the device was not leaking. Additionally, the optical cover glass adhesive was worn, the distal end adhesive was worn, the insertion tube showed delamination, the image had mark(s), the up/down/left/right angulations were out of specification, air/water channel - volumes were out of specification, water flow and removal were not in specification, and the electrical safety test was not to specification. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.